Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product with capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product with capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety - product/procedure: unable to observe as it is not related to the device. Additional observation: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
The device has been explanted and replaced.